Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred and the issue occurred multiple times. Philips field service engineer (fse) inspected the system onsite and identified an error in the system. A review of the system logfiles identified a malfunction with the ippc (image processing pc) and multiple ipc post errors. Upon troubleshooting actions, fse replaced the ippc, hard disk and reloaded the software. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system was giving image disk full errors. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.